Event description:
It was reported that the insulin pump alarmed with an error and that insulin "squirted" out during the prime process. The blood glucose reading was 106 mg/dl. The customer stated that she was unable to get to the device status screen during troubleshooting. Advised discontinuation of the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.